Event description:
It was reported that the pulse generator exhibited backup vvi. Telemetry was unreliable, preventing programming and interrogation. As the asymptomatic patient had been lost to follow-up, no previous battery data was available.